Manufacturer narrative:
No investigation performed as the issue was resolved the rebooting the system during initial troubleshooting.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a transforaminal lumbar interbody fusion (tlif) sacroiliac and thoracolumbar procedure, the navigation system and imaging system were connected and had green status. Prior to taking an imaging spin the systems lost communication. The navigation technician told the radiology technician to take an image and the image did not have a nav tag. The site tried regaining communication by trying a different cable with no change. The site then rebooted the navigation system and communication was able to be regained. It was reported that there was an unused spin. There was a delay to the procedure of 20-minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence. This event is also being reported under part 803. Supplemental aro information is as follows: (B)(6). If information is provided in the future, a supplemental report will be issued.